Event description:
The customer reported receiving no delivery alarms from the insulin pump during attempted bolus. Troubleshooting found the insulin pump apparently working as designed; it was advised that the alarm was caused by a set/reservoir occlusion. It was advised to change the entire set, reservoir and insulin and to treat as directed by the customer's health care professional, and to call the helpline back if the issue persisted. The customer's blood glucose value was 300 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.